Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. During power on self-test and alarm log review the f-38 alarm was found; the cause of this was damaged force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-38 alarm. There was no patient involvement. No additional information is available.